Event description:
Additional information was received from the manufacturer representative (rep) confirming the implant date of the device. Rep reaffirms that the issue was primarily regarding the battery flipping, but the patient did not want to take any action towards a device revision, at this time, as she is still able to recharge the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device implanted after use before date. When reprogramming the patient, the representative (rep) noticed that the battery was turning on its side, making it difficult to connect. The rep asked patient about it, and she said that it had been doing it for some time. She indicated that it was difficult to recharge, but she eventually got used to it. She told the rep that she had lost 50 pounds since the implant. She also said that she had talked to the dr. About the issue and he told her that if it was a problem for her when recharging, that he would have it revised. She said that she was ok with it for now and that she didnt want to address it at this time. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.